Manufacturer narrative:
The sample is a serum sample. Centrifugation data not supplied. System check from 2007, was within specifications. Qc data from 2007, was within specification. Qc data from the data of the event was not supplied. Fse was on-site the following month, and performed the following service. Conducted a preventive maintenance (pm) to the instrument. Found mixer belt frayed and spill in wash wheel area, replaced belt and cleaned up the spill. Performed system check and a precision run that were within specifications. Verified repair per established procedures. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this analysis.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated accu tni result from a single pt sample that was generated by the synchron lxi 725 clinical system. The elevated accu tni result was 0.69 ng/ml. The result was reported out of the lab. The original pt sample was re-tested and the reported result was 0.04 ng/ml. A correct report has been submitted. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.